Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no abnormality with the subject device, and that the image could not be imaged because the user connected to the wrong input.

Manufacturer narrative:
An olympus tech support representative guided the customer through troubleshooting the device. During troubleshooting, it was found the customer had connected the dvi cable to the wrong input on the stryker monitor. Once corrected the monitor received an image. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported they connected an evis exera iii video system center to a stryker monitor using dvi (digital visual interface) but are getting no signal on the stryker monitor. No patient impact was reported.